Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the bronchofibervideoscope tested positive for over 100 colony forming units (cfus) of an unspecified microbe in the valve inlets, instrumentation duct, and suction duct. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. The device tested negative by olympus; therefore, the user request is not confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 0cfu. Bacterial identification: n/a. Based on investigation results, the most probable cause of the complaint is cause traced to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.